Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's battery accessory to resolve the reported issue. Physio replaced the device's banana pins as a precaution. The battery accessory was retained by physio. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Gender of the initial medwatch report should indicate: male.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. This issue is patient related; however there was no adverse patient outcome reported.